Event description:
It was reported that last month, the patient came to the hospital because of a loss of stimulation. Impedance readings were >4000 ohms. A decision to revise the device was made. During the procedure impedances were all >10,000 ohms and it was discovered that the lead was completely broken into two parts, "excluding a malfunction of the stimulator." The stimulator, lead and extension were removed. A new lead was introduced, but its impedance readings were all >10,000 ohms even if the lead configuration, current values, and all cables were changed (snap-lid, extensions). The lead was removed and a third lead was used. All impedances were correct and the lead was implanted. The patient outcome was reported as "ok."

Manufacturer narrative:
(B)(4). The implantable neurostimulator and leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.